Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of damaged introducer needles is confirmed. The returned samples are 4.5f microintroducers. A microscopic observation revealed one edge of the distal tip of the sheaths was buckled with plastic deformation and a very small split at the corners. No damage was observed on the distal tip of the dilators. While the distal tip of the microintroducer sheaths was observed to be damaged, the exact cause of that damage could not be determined. Possible causes include insertion against resistance, steep insertion angle, inadequate skin nick, and damage during handling or use. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported on december 23, 2024, we received feedback from the department of oncology instructor that during the recent puncture process, the tip of the puncture sheath was found to be ruptured in the seldinger kit, which prevented normal puncture; the solution was to replace the puncture sheath and then re-puncture the sheath. No other information was provided. It was reported this occurred with eight devices. This report addresses all eight devices.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported on december 23, 2024, we received feedback from the department of oncology instructor that during the recent puncture process, the tip of the puncture sheath was found to be ruptured in the seldinger kit, which prevented normal puncture; the solution was to replace the puncture sheath and then re-puncture the sheath. No other information was provided. It was reported this occurred with eight devices. This report addresses all eight devices.